Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2009. According to the complainant, during the egd procedure, the device broke when the physician was advancing the injection needle. The probe was being used to treat an upper gi bleed within the stomach. Another of the same device was used to complete the procedure with no complications to the patient. No information regarding where the device broke was available. Attempts to obtain additional information regarding the circumstances surrounding this event, have been unsuccessful. A preliminary investigation of the returned device indicated the needle tip exposed. A functional test revealed the needle did not retract properly back into the probe tip upon actuation.

Manufacturer narrative:
The device has been received by this manufacturer, however, a complete investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).